Manufacturer narrative:
A field engineering specialist changed the mixing paddle due to the high number of liquid level detection alarms and stated the instrument now works well.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for 5 patients tested for elecsys ft4 ii assay (ft4 ii) on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for 3 patients were a reportable malfunction. Patient 1 initial ft4 ii result was 24.30 pmol/l with a data flag and was reported outside of the laboratory. Patient 2 initial ft4 ii result was 28.31 pmol/l with a data flag and was reported outside of the laboratory. Patient 3 initial ft4 ii result was 24.84 pmol/l with a data flag, but was not reported outside of the laboratory. When some of the results were reported to patients, one patient made an allegation that it was unusual for someone to have a "high ft4 result with a normal tsh." The laboratory reran the samples for patients 1, 2, and 3 on (B)(6) 2017 without recentrifugation. Patient 1 had a repeat result of 17.77 pmol/l. Patient 2 had a repeat result of 16.52 pmol/l. Patient 3 had a repeat result of 14.96 pmol/l. There was no allegation of an adverse event. The ft4 ii reagent lot was 26563100 with an expiration date that was not provided. From the analysis of the calibration and qc results, a general reagent issue most likely can be excluded.